Manufacturer narrative:
The data files and balloon catheter, afapro28 with lot number 22249, was returned and analyzed. The data files showed that at least seven applications were performed with the returned balloon catheter on the date of the event. System notice 50024 ¿vent system failure¿ and 50005 ¿leak detection¿ were confirmed after the use of this catheter. Visual inspection of the balloon catheter showed there was blood inside the inner balloon. The catheter failed the performance test upon connecting to the console due to system notice 50005. The dissection/pressure test showed visible blood was observed inside the handle also and a guide wire lumen kink and twist at 2.4 inches and 1.2 inches from the tip of the catheter. Pressure test showed a breach at the point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.